Event description:
A doctor reported that in 2003 he had performed a vitreous aspiration and explanted a cv232 sre intraocular implant from the right eye of a patient 6 hours after it was implanted due to opacification.